Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 343 mg/dl, 97 mg/dl and treated it with manual injection. The customer stated that the insulin pump was not alarming power loss alarm at the time of call. The customer was advised that the insulin pump needed to be replaced. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The customer declined troubleshooting of high blood glucose on insulin pump. It was also reported that the customer had seizure, battery was not immediately inserted. The insulin pump will be returned for analysis.